Event description:
It was reported that the device shifted proximally. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient had a 45 day follow up transesophageal echocardiogram (tee) procedure. The tee images showed that the closure device had shifted proximally. There was no intervention or treatment that was performed for this event. The patient is doing well following this.